Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high and low blood glucose events. Customer reported that her blood glucose reading was running in the 300 mg/dl to 500 mg/dl and stated that she did multiple set changes, rotated her insertion site and does not have an infusion set bent cannula. The customer treated with manual injection. Customer's blood glucose value was 369 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018 and the highest blood glucose reading was 523 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer called back to troubleshoot for keypad anomaly. Customer stated that the insulin pump up and down buttons were hard to press. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a low blood glucose of 38 mg/dl and treated with food. Customer declined low blood glucose troubleshooting. Customer's blood glucose reading was 190 mg/dl after low blood glucose treatment. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device was programmed with multiple boluses and all registered properly in the daily totals history and matched properly with the units left on the status screen no bolus delivery anomaly noted. All buttons functioning properly. No damage in keypad assembly noted. Inspected on lcd connector and no unlocked connector noted. Device had cracked reservoir tube lip and minor scratched display window.